Manufacturer narrative:
Section g3: date received by manufacturer of the previous submitted reported was 14nov2025. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for these events could not conclusively be determined through this evaluation; however, it was communicated that mitral stenosis caused the alarms. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events on (B)(6) 2025 through (B)(6) 2025, and on (B)(6) 2025. Low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website.the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The lfat was lowered due to persistent alarms without a known cause following extensive low flow workup. It was additionally noted that mitral stenosis was present at the time of implant and was not felt to be the cause of the patient's new low flow alarms. The rhc was ordered as part of a separate workup independent of their low flow alarms to optimize hemodynamics due to ongoing shortness of breath (sob) and difficultly with titrating their diuretics likely secondary to mitral stenosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for low flow alarms. They underwent a computed tomography (CT) scan of the chest, abdomen, and pelvis which revealed a new linear filling defect along the distal thoracic aorta at the level of the diaphragmatic crus. The healthcare provider was suspicious for a focal aortic dissection with intimal flap, however, this was thought to be over-read. Initial thought patient was dry and started on slow bolus of intravenous (IV) fluids. Vital signs were stable, with mean arterial pressure (map) ranging 70-80s, and heart rate stable at 60. An echocardiogram was scheduled to be performed. The submitted log files captured low flow estimates and sustained low flow hazard events. It was additionally reported that it was requested the patient have low flow software installed and was scheduled to be updated on (B)(6) 2025 due to persistent low flow alarms despite medication and lifestyle changes. The patient was then hospitalized where other causes were ruled out via transthoracic echocardiogram (te) and computed tomography angiography (cta). There were additional log files submitted along with the notification of the low flow software request that also captured low flow estimates as well as sustained low flow hazard events with no other unusual alarms or parameter changes.

Event description:
It was additionally reported that aortic dissection was ruled out, and that low flow was a result of suspected mitral stenosis. The plan was to pursue right heart catheterization (rhc) at the earliest possible date. The patient was tolerating the flows, and the low flow alarm threshold was lowered to 2.0lpm. Testing in the form of transthoracic echocardiogram (tte) was performed which revealed stable cardiac function with no outflow graft thrombus. It was noted that the left ventricular (lv) cavity was "not overly small," and there were no concerns for suction events. The patient was not orthostatic, and a computed tomography angiography (cta) also did not show outflow graft thrombus. The patient remained asymptomatic during the event while volume management was performed to address the low flows, and the patient was stable in outpatient setting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.